Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range and undersensing. According to the health care professional (hcp), the lead appears to be fractured. The device was reprogrammed as a safety measure and future actions are going to be discussed with an electrophysiologist. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range and undersensing. According to the health care professional (hcp), the lead appears to be fractured. The device was reprogrammed as a safety measure and future actions are going to be discussed with an electrophysiologist. No adverse patient effects were reported. The device remains in service. Additional information was received. The lead fracture is still suspected as high impedance out of range of more than 3000 ohms was identified. The physician asked if this lead has already been removed and the port plugged; boston scientific technical services (ts) indicated it could be possible, but unlikely. Ts recommended looking at a recent chest x-ray image to confirm if the lead is still implanted. At this time, there is no evidence to suggest that an intervention to explant this lead has been performed.